Event description:
Healthcare professional reported right side "deflated due to tear". Healthcare professional later reported "blue in the suction tubing which was the color added to the fluid to detect leaks". Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, e1, e3, h6.

Event description:
Healthcare professional reported "deflated due to tear". Later healthcare professional reported "blue in the suction tubing which was the color added to the fluid to detect leaks". Side of the device is unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.